Event description:
During a remote follow up, crosstalk oversensing, inappropriate automatic mode switch, and loss of sensing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.